Manufacturer narrative:
The incident was assessed as reportable based on additional information received 07/05/2016 that the physician unable to complete the procedure because the acute cardiac tamponade of the patient. The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. The complaint narrative noted that the "safari unable to sit properly in the lv, small lv cavity, try to make the curve smaller but failed. Decided to try and use a lundaquist wire instead." It is not clear from the complaint information which device may have been the cause of the adverse event. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
First valve used for this patient. Very small anatomy, true bicuspid. Bav using a 18-40mm balloon. Waist already seen with the 18mm balloon but balloon manage to fully expand. Safari unable to sit properly in the lv, small lv cavity, try to make the curve smaller but failed. Decided to try and use a lundaquist wire instead. Good tracking up the ilio femoral tract and crossing of the arch on the lundaquist wire. During unsheathing, bottom of the valve frame look distorted. Proceeded to continue unsheathing the valve, but seems that the lundaquist wire will be too short. Nosecone tracking along fine but running out of wire and valve has quite a long way to go before lock. Nosecone will require more length of the wire. We stopped to look at the bottom of the valve frame and physician thinks that the bottom of the frame is distorted. He felt that it was similar to what he has seen in core valve before. Since there was a need to change the wire, decision made to remove system and change to another new valve. Additional information received: the physician unable to complete the procedure because the acute cardiac tamponade of the patient.